Event description:
A healthcare facility in japan reported via our distributor that an rt225 infant bias flow breathing circuit was found to be leaking condensation from the inspiratory limb during use. The healthcare facility confirmed pin-sized holes on the inspiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare (f&p) new zealand where it was visually inspected and pressure tested. Results: visual inspection revealed that the inspiratory tube of the breathing circuit was damaged; holes were observed in a 110 mm section approximately 480 mm from the chamber elbow. Pressure testing revealed that the circuit was outside of specification. Conclusion: we are unable to definitely determine the root cause of the reported event. It is most likely that the observed physical damage was caused by crushing of the inspiratory tube of the breathing circuit after set-up. All rt225 infant circuits are visually inspected and pressure and flow tested during production. Those that fail are rejected. The customer confirmed that the breathing circuit had been in use for 7 days prior to discovering the leak of condensation. Our user instructions that accompany the rt225 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not stretch or milk the tubing. Do not soak, wash, sterilise, or re-use this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Manufacturer narrative:
(B)(4). The complaint rt225 infant bias flow breathing circuit was recently received at fisher & paykel healthcare (f&p) (B)(4) for evaluation. We are in the process of assessing if f&p's product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via our distributor that an rt225 infant bias flow breathing circuit was found to be leaking condensation from the inspiratory limb during use. The healthcare facility confirmed pin-sized holes on the inspiratory limb. No patient consequence was reported.